Event description:
It was reported that the patient presented in hospital for an unrelated health issue. Upon interrogation the pulse generator exhibited diagnostics anomaly, the device had tripped elective replacement indicator. After the eri flag was cleared, normal device function resumed. The patient was lost to follow-up and there was no history of prior programmed settings available. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.